Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the sheath was detached and the imaging window was twisted and torn. An impedance test could not be performed due to the condition in which the device was returned. Based on the evidence, the as reported code of image lost can be confirmed. The imaging window being twisted and torn, as found in the microscopic inspection, could have contributed to the reported issue. However, the sheath cut found in the visual inspection could not have contributed to the reported issue.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image could not be shown. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window was twisted and torn.